Event description:
The operator of an advia centaur xp instrument stated that troponin quality controls (qc) were not within range. The instrument was posting signal errors for the troponin assay . No discordant results have been reported out during the time that qc was out of range. There are no reports of patient intervention or adverse health consequences due to the troponin qc being out of range.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse instructed the customer to reboot the system and perform a system wash. Controls were run, resulting within range. The cause of the troponin qc being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.